Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer required maintenance. A field service engineer found that drawer five in the auxiliary cabinet had failed and would not recover. The fse removed the drawer from the station, found that the sensor in the touch latch was not clipped into place, and replaced the hard stop. The drawer was then returned to the station, the station was powered down, the drawer was plugged back in, and the station was powered back on. The user was able to recover the failed drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was unrecoverable and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.